Manufacturer narrative:
Medtronic received additional information that the tricuspid valve was repaired with leaflet reconstruction and this 34mm annuloplasty ring. After the patient was weaned from bypass, moderate to severe regurgitation was noted. The ring was explanted and the valve was fully replaced with a 29mm bioprosthetic valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after implanting this 34mm annuloplasty ring, the ring was explanted and replaced. The reason for explant is unknown. No additional adverse patient effects were reported.